Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a rotator cuff repair, while using a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, part of the metal tip of the vaporization is released and can be rescued. No surgical delay or patient consequences reported. Fragments were generated but removed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: subsequent follow-up with the customer, additional information was received. It was reported that the procedure was completed with another similar device. H6: method codes: a manufacturing record evaluation was performed for the finished device [u1910093] number, and no non-conformances were identified. Is the device available to be returned for evaluation? Yes, it is available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported via complaint submission tool that during a rotator cuff repair, while using a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece, part of the metal tip of the vaporization is released and can be rescued. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the label of the device was observed, however, not damages were appreciated. The complaint reported was not confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. A manufacturing record evaluation was performed for the finished device [u1910093] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.